Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a revision of their driveline via a laparotomy on (B)(6) 2021. Post lvad implant there was intraperitoneal malposition of the (B)(4) driveline and non-ischemic cardiomyopathy. Warfarin was held with hospital admission on (B)(6) 2021 and resumed on (B)(6) 2021 with a fondaparinux bridge that was started on (B)(6) 2021.

Event description:
The patient has a jak 2 mutation and a history of heparin induced thrombocytopenia so they weren't bridged with enoxaparin. The driveline revision was required due to intraperitoneal displacement of the initial lvad placement after patient complained of abdominal discomfort after a fall. A median upper laparotomy and extraperitoneal transposition of the driveline was done using the compartment separation technique.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient conditions (non-ischemic cardiomyopathy and intraperitoneal driveline malposition) could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU "patient care and management" cautions the user to avoid pulling on or moving the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Upon further review of the information received, this event is not reportable. The patients device revision took place as a result of a patient fall and the events document no device malfunction or allegation. The device revision took place to provide the patient with comfort as the fall resulted in displacement of the driveline causing pain. There had been no pre-fall complaints of driveline pain or discomfort. No further information was provided. The manufacturer is closing the file on this event.